Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing. The memory states the electrodes were attached but this had not happened. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. There are two failed self tests between these dates on (B)(6) 2011 for a low battery. An examination of the device log indicated a significant voltage fluctuation at the times of the test fails. This would indicate a poor connection between the pad-pak and device. The problem with the device was attributed to faulty pogo-pins. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.